Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2011-00112. Super poligrip is manufactured in (B)(6), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used poligrip at unknown dosing. At an unknown time after using poligrip, the patient experienced nerve injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on 09 may 2011 via medical records. On (B)(6) 2006, the patient had an initial consultation for problems with balance and numbness in the feet, legs, and hands. The problem began about 18 months ago (approximately since end of 2004/beginning of 2005) and had progressively worsened. The symptoms began in the hands with a sense of numbness, shortly followed by numbness on the plantar surface of the feet and progressively worsened to the point that he lost his balance and had falls. The patient was noted to have a history of alcohol abuse and it was suspected that this could be the cause of his weakness. Diagnosis included mixed peripheral neuropathy and cervical myelopathy, etiology to be determined, but consider allopurinol neurotoxicity. On (B)(6) 2006, a needle examination of the lower extremities showed evidence of rather severe acute denervation with widespread positive sharp waves bilaterally. The amplitudes of the compound muscle action potential (cmap) were quite small to not obtainable. The proximal nerve conduction and sural sensory study were normal. The patient was diagnosed with a motor axonal neuropathy that affected the longest fibers and was probably toxin related. It was suspected that it was caused by a combination of allopurinol and alcohol. The patient stated he was going to stop both. The patient had previously reported drinking four to five alcoholic beverages a day, but had cut back to one a day or less. On (B)(6) 2006, the patient had significant foot drop and had been fitted with an orthotic device. On (B)(6) 2006, the patient was diagnosed with copper deficiency myelopathy and myeloneuropathy. The patient had been on copper therapy over the past three months and showed evidence of a bilateral foot drop and marked impairment of posterior column sensation. On (B)(6) 2010, the patient had neuropathy in legs, possibly related to his dentures and was advised to seek legal counsel. On (B)(6) 2010, the patient was seen in neurologic consultation. The patient had a bilateral footdrop at least since 2006 and had been falling since that time. The patient had been seen by another a neurologist and a thorough workup was performed. The patient had a combination of a myelopathy and neuropathy. There was concern of potentially high zinc level and low copper due to a denture cream that had been advertised by litigators on television. The patient stated his symptoms had not worsened over the last several years. He stopped using the denture cream, but he had used it for 30 years. On (B)(6) 2010, the patient believed his bilateral foot drop might be from denture cream due to high zinc and low copper in his blood. On (B)(6) 2010, a nerve conduction study was performed on both lower extremities and was consistent with a severe sensorimotor axonal demyelinating polyneuropathy. On (B)(6) 2010, previous magnetic resonance imaging (MRI) of the cervical spine did demonstrate cervical disk disease with compressive myelopathy. The patient was offered a neurosurgical and pain clinic referral, but did not want to proceed with those options. This case was upgraded to medically serious by gsk.